Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission, 08/21/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/30/2015 with the following findings: black box dates from (B)(6) 2014. Black box data from date of pi has been overwritten. Current bb shows no "por" events. Pump is unable to maintain an electrical connection with returned battery cap due to cap detaching. A test battery cap was used for all testing. Pump powers with test battery cap to a dim discolored display. Battery cap threads damaged. The "coin slot" on top of battery cap damaged. Battery cap measures within specifications. The battery compartment crack observed from thread area to case sea and the battery compartment threads damaged. Pump was exercised for 24 hours. No reboot, loss of power or call service alarms duplicated. Keypad peeling on both sides of keypad from "contrast" key to "ok" key. "Contrast" and "ok" keys intermittently responding. "Up" and "down" keys responding. Evaluation revealed that there was contamination under all key contacts. Removed pump case. No evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.